Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was noted to have high threshold measurements, and there was loss of capture. The cause was dislodgement. The patient was hospitalized and a surgical procedure was performed to reposition this lead. After being repositioned, measurements were satisfactory. This lead remains implanted and in service. No adverse patient effects were reported after the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.